Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results. Additional product codes: kra - catheter, continuous flush. Dqe - catheter, oximeter, fiberoptic. Dqo - catheter, intravascular, diagnostic.

Event description:
It was reported that before use of this swan-ganz catheter, it was found that the balloon was missing. The latex part was only around the tip of the catheter. When it was tried to inflate there was no balloon. There was no patient injury.

Manufacturer narrative:
One 777f8 with monoject limitied volume syringe and non-edwards contamination shield was returned for evaluation. The reported issue of there was no balloon was not confirmed. The balloon latex was present at the tip, however, the balloon had leakage through a .07 long tear near the proximal bond and a .05 long tear near the distal balloon bond. The balloon latex did not appear to match at the distal tear. Crazing was also observed on the balloon. All through lumens were patent without any leakage or occlusion. There was no other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As part of the packaging process, 100% of the manufactured units passes through a balloon inspection. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. A corrective and preventive actions (CAPA) was generated to further investigate this issue. Notification to CAPA owner was performed. A device history record review was completed and documented that device met all specifications upon distribution. Per the IFU of the swan-ganz continuous cardiac output thermodilution catheters it states, check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.